Event description:
It was reported that during the predischarge evaluation, the day after the implant, the left ventricular lead threshold was high in one configuration and no capture in the other configurations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Concomitant medical products: 5076 lead, implanted (B)(6) 2014; dtbb1d4 ICD, implanted (B)(6) 2014. (B)(4).